Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 396 mg/dl at the time of the incident. Troubleshooting was performed. Customer states the type of battery in use is aa battery. Customer cannot clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 24 and unable to upload due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to constant pump error 24. Unable to verify unexpected battery power loss alarm or battery not compatible alert due to due to constant pump error 24.